Event description:
The customer reported the device provided inaccurate readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found no damage. The device was able to power on using both ac and battery power. When powered on the device was able to obtain readings and alarmed audibly and visually under alarm conditions. Contamination was found under the power button prevent proper contact when the button is pressed. The device passed measurement simulator testing and no issues related to measurement accuracy were identified. A service history record review reveals that this unit was in the field for over eleven (11) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device provided inaccurate readings. No patient impact or consequences were reported.